Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the endurant bifurcate lost seal and migrated. A proximal type I endoleak was observed. It was noted that the diameter of the aorta at the diaphragm measured 36mm and the maximum diameter of the aneurysm measured 7.7 cm. The physician elected to treat the patient with a non-commercial tvaaa device. An angiogram demonstrated good flow to the celiac, sma, renals, as well as flow to the infrarenal segment and iliac arteries through the visceral manifold device. No arterial injuries were noted at the access sites and dopplerable pulses were confirmed in bilateral lower extremities and the upper access extremity. There was no evidence of aortic dissection on the completion angiogram. Per the physician, the cause of the event was due to proximal disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film review: the exact cause of the reported stent graft migration and proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. CT¿s returned from 39 months post-implant revealed that an endurant bifurcate was positioned just below the lowest left renal artery, and there was lack of a proximal seal along the right stent graft margin. The bifurcate proximal od measured ~30 x 35mm, and the aortic diameter at that same level measured ~39mm. The infrarenal neck maximum angulation was 50° rt-lt, and the neck contained no appreciable calcification or thrombus. The maximum diameter aaa measured 72mm and there was a proximal type I endoleak. As the implanted position of the bifurcate is unknown, the amount of any possible migration could not be determined. It is possible that disease progression (neck dilatation and possible neck angulation) may have led to the migration and associated proximal type I endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.